Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. Reportedly, the procedure was to treat a lesion in the superior mesenteric artery (sma) with heavy tortuosity. It should be noted the absolute pro .035 peripheral self-expanding stent system instructions for use (IFU) states: the absolute pro .035 peripheral self-expanding stent system is intended for the stenting of peripheral arteries as an adjunct to percutaneous transluminal angioplasty (pta) and for the palliation of malignant strictures in the biliary tree. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that use of the device in the superior mesenteric artery in conjunction with interaction with the heavily tortuous anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the superior mesenteric artery (sma) with heavy tortuosity. The 7x40mm absolute pro self expanding stent system (sess) was advanced to the target lesion on a 0.035 guide wire and the stent was attempted to be deployed. The thumbwheel was able to be turned freely; however, the stent failed to deploy. Therefore, the sess was removed from the patient and during removal the stent deployed while in the guiding sheath. The stent was half out of the sheath; however, the sess was able to be removed. There was no adverse patient effect and no clinically significant delay reported in the procedure. Two herculink stents were used to complete the procedure. No additional information was provided.